Event description:
Physician identified that the suction device was leaking blood after attempting to prime the cardioplegia lines and suction device. We were on bypass but had not yet clamped the aorta.